Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hypersensitivity ("allergic reactions"), infection ("infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (major surgery with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hypersensitivity, infection, rash, headache, nausea, fatigue, alopecia, vaginal discharge, weight increased, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, hypersensitivity, infection, mood swings, nausea, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. E40019-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included obesity, hay fever, abdominal bloating, allergic rhinitis, vaginal discharge abnormality, vaginitis bacterial, cloudy urine, pap smear abnormal, trichomonal vaginitis, asthma, seasonal allergy, urine human chorionic gonadotropin negative, genital odor and genital itching. Status post (s/p) essure (B)(6) 2014 with confirmation hsg confirming. Previously administered products included for birth control: mirena; for an unreported indication: monistat, flonase, betadine and depo injection. Past adverse reactions to the above products included alopecia with mirena. Concurrent conditions included overweight, burning micturition, vulvovaginal candidiasis, vulvovaginal pruritus, dyspareunia, vaginal itching and fish allergy. Concomitant products included clotrimazole, ferrous sulfate since 2000, propofol (anesthesia s/I 60) and sulfamethoxazole;trimethoprim (bactrim). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic reactions"), cystitis ("infection/bladder infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (major surgery with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hypersensitivity, cystitis, rash, headache, nausea, fatigue, alopecia, vaginal discharge, weight increased, anxiety and depression outcome was unknown and the urinary tract infection, vaginal infection, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, fatigue, headache, hypersensitivity, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Discrepancy noted in essure insertion date (B)(6) 2013 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: 1. Hyperechoic linear structures in the uterine horns bilaterally, compatible with known essure coils. 2. Otherwise unremarkable transabdominal and endovaginal pelvic ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, urinary tract infection, abdominal pain lower. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2019: update of information (batch is invalid) product technical complaint no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. E40019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included obesity, hay fever, abdominal bloating, allergic rhinitis, vaginal discharge abnormality, vaginitis bacterial, cloudy urine, pap smear abnormal, trichomonal vaginitis, asthma, seasonal allergy, urine human chorionic gonadotropin negative, genital odor and genital itching. Status post (s/p) essure (B)(6) 2014 with confirmation hsg confirming. Previously administered products included for birth control: mirena; for an unreported indication: monistat, flonase, betadine and depo injection. Past adverse reactions to the above products included alopecia with mirena. Concurrent conditions included overweight, burning micturition, vulvovaginal candidiasis, vulvovaginal pruritus, dyspareunia, vaginal itching and fish allergy. Concomitant products included clotrimazole, ferrous sulfate since 2000, propofol (anesthesia s/I 60) and sulfamethoxazole;trimethoprim (bactrim). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("mood swings"), hypersensitivity ("allergic reactions"), cystitis ("infection/bladder infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (major surgery with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hypersensitivity, cystitis, rash, headache, nausea, fatigue, alopecia, vaginal discharge, weight increased, anxiety and depression outcome was unknown and the urinary tract infection, vaginal infection, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, fatigue, headache, hypersensitivity, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Discrepancy noted in essure insertion date (B)(6) 2013 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: 1. Hyperechoic linear structures in the uterine horns bilaterally, compatible with known essure coils. 2. Otherwise unremarkable transabdominal and endovaginal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, urinary tract infection, abdominal pain lower. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: lot number added. Reporters address details, concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hypersensitivity ("allergic reactions"), cystitis ("infection/bladder infection"), rash ("rashes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (major surgery with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, hypersensitivity, cystitis, rash, headache, nausea, fatigue, alopecia, vaginal discharge, weight increased, anxiety and depression outcome was unknown and the urinary tract infection, vaginal infection, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, fatigue, headache, hypersensitivity, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received:event infection nos changed to bladder infection,urinary tract infection,vaginal infection,lower abdominal pain,back pain, did not undergo an essure confirmation test added. Events outcome added as recovering. Concurrent condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.